Event description:
According to the reporter, the catheter was not yet inserted; first, the 14 french (fr) tissue dilator was inserted, and the next step was the insertion of the probe. The guide wire was inserted into the 14-fr tissue, and there was guide wire resistance. The reason the resistance was presented was that the wire was folded or bent. The wire was folded into the introduction of the second expander. No crack and only a fold or bend was noted on the guide wire. It was the doctor's hypothesis that the wire might be softer than before and might be the fault that led to this fold event. There was no part left in the patient. They could not only remove the 14-fr tissue dilator because the wire had been folded or bent. The doctor was forced to pull along the 14-fr tissue dilator and the wire at the same time, and the wire was brought along with the dilator on the same day of the event and during the same procedure. During the 14-fr tissue dilator removal, the guidewire was smashed (folded or bent) inside the patient, which meant that the wire looked soft and not as hard as the previous catheters the doctor had placed in the past. The catheter was not repaired. There was no leak.no cleaning was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with betadine prior to product placement. No tools were used to remove the guide wire. No excessive force was applied to the product. The guide wire did not break into pieces. The guide wire was not frayed, coiled, or unraveled. The introducer needle used was the one included in the kit. No visible defect or damage was noted with the introducer needle. The guide wire used was the one included in the kit. The dilator used was the one included in the kit. The dimensions of the catheter, needle, and guide wire matched those indicated on the label. There was no dimension issue noted. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no problems. There was no visible defect or damage noted with the dilator. No other products were being utilized with the device. The doctor was forced to open a new catheter kit with the same product and same lot, had used only the guide wire from the new kit to complete the placement. No intervention or treatment was required as a result of the event. There was no blood loss. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.